Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10j31037 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient was hospitalized for an unreported diagnosis. On (B)(6) 2011, the patient experienced peritonitis that was manifested by peritoneal cloudy effluent. The cause of the peritonitis was unknown, but the consumer stated that the patient "has been at the hospital and feels he got this while at the hospital". The patient was receiving intravenous medication (name not specified) to treat the peritonitis. The patient was recovering. Dianeal therapy was ongoing. An opinion of causality for the event of peritonitis was not reported. It was not reported if the patient's hospitalization was prolonged by the peritonitis.